Event description:
Patient was implanted with the nalu spinal cord stimulator system on (B)(6) 2022. After receiving pain relief the patient reported losing a significant amount of weight. Weight change allowed the implantable components to become unstable and migrate, leading to loss of pain relief. Surgical revision was performed on (B)(6) 2022 to create a new pocket to relocate the implantable pulse generator and restore therapy for the patient.

Manufacturer narrative:
There are no allegations of any failure or malfunction of the nalu system or its components. Changes to the patient physique after implant contributed to the need for surgical intervention.